Manufacturer narrative:
Due to character limitations, event site name (e1) is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by clinical end user that, cardiosave intra-aortic balloon pump (iabp) transducer not reading intermittently. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person name), g3, g6, h1, h2, h3, h6 codes(problem, investigation type, findings, conclusion, components), h11. A getinge field service engineer evaluated the unit and was unable to find any fault with iabp. Device was exercised on a test catheter and patient simulator without issue. The fse replaced the missing bp transducer adapter cable (0012-00-1815)and the device passed all functional and electrical safety tests per factory specifications